Event description:
It was reported that the customer experienced a cartridge alarm 20 and displayed a high blood glucose level. The specific glucose value was unknown but was indicated as "high." The customer administered a correction bolus via the pump to address the issue, and no assistance from a third party was required. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and resolved the issue by sending a replacement pump with updated software. Customer reverted to an alternative method of insulin therapy.